Event description:
It was reported that when the subject coil was being advanced, it became lodged in the catheter and the subject coil got detached in the microcatheter. No additional information is available.